Manufacturer narrative:
The insulin pump passed the functional test including the occlusion, prime, excessive no delivery and displacement tests. The auto off feature functioned properly.

Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that her blood glucose reading was 36 mg/dl when the paramedics arrived. Troubleshooting was performed and the customer stated that she wanted to monitor the insulin pump until she saw her doctor. The customer later called to report that the auto off feature was not working on the insulin pump. The insulin pump was replaced.